Manufacturer narrative:
Concomitant medical products: 5076 lead; 6935m lead.

Event description:
It was reported that there was intermittent atrial undersensing along with increased lv (left ventricular) threshold. The atrial and lv eads remain in use. No patient complications have been reported as a result of this event.